Manufacturer narrative:
The referenced pump exchanged on (B)(6) 2017 was reported under medwatch MFR report #2916596-2018-00136. The referenced pump exchanged on (B)(6) 2016 was reported under medwatch MFR report #2916596-2016-02277. (B)(4). Approximate age of device - 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2017 with low flow alarms. Device interrogation revealed pump stoppages and the patient underwent a pump exchange. During the pump exchange, a kink at the proximal portion of the outflow graft was observed. It was hidden under the ventral leaf near its proximal portion. During the procedure the outflow graft was untwisted and the kink was straightened out. It was reported that the low flow was likely related to the combination of pump stoppages and twisted outflow graft. All other causes were ruled out. No additional information was provided.